Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding pipeline devices that failed to open at the distal end. The patient was being treated for an unruptured fusiform aneurysm of the interior carotid artery (ica), approximately 4mm from the ica bifurcation. Vessel tortuosity was moderate. It was reported that the surgeon started to deliver the first pipeline (ped2-500-20) in the m1 segment. The distal part of the pipeline was not opening when first being implanted but as it was only the first few millimeters, the surgeon continued pushing the delivery wire. The rest of the braid opened better than the distal part so the surgeon resheathed the device and reattempted delivery of the pipeline but the same issue reoccurred. The distal end was located in the curve of the m1 segment and this position was suspected of contributing to the issue with the device failing to open completely but it was not possible to go further distal from the aneurysm due to the size of the artery. The device was removed and the surgeon then reattempted the procedure using another pipeline device. The surgeon felt that issues during the procedure with the pipeline device were related to the significant different in diameter between the ends of the landing zones, being 2.6mm at the distal end and 4.8mm at the proximal end, as well as the curve of the m1 where the device was being deployed. There was no harm or injury to the patient.

Manufacturer narrative:
The pipeline flex with shield braid was deployed inside the phenom 27 catheter. The pipeline flex with shield pushwire was not returned. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were flattened. The catheter body was found to be kinked from ~14.5cm to ~15.3cm from distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub to remove the braid. The mandrel successfully passed through the catheter hub and tip and the braid pushed out from the catheter with no issues. Resistance was encountered at the damaged locations. When compared to the drawings the distal and proximal ends of the braid were found fully opened and moderately frayed. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found fully opened. From the damages seen on the catheter body (kinking and flattening) and pipeline flex with shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex with shield through the catheter. It is possible that the moderate vessel tortuosity may have contributed to the event .however, the cause for resistance could not be determined. Based on the returned devices, there was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.